Manufacturer narrative:
A review of the sample photos observed what appears to be a loose unsaturated piece of tampon. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a tampon the pledget fell apart into pieces. She manually removed the remaining pledget pieces from her vaginal cavity. After removal she experienced symptoms of vaginal itching which resolved. She did not seek medical attention and she did not experience any adverse health effects.